Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"On the surgery on (B)(6) 2018, the implant at the glenoid side was removed and the humeral implant was replaced temporarily to the humeral head. At that time, the infection was relatively mild, so the stem implant was left. But this time, the infection was serious, so the surgeon decided to perform revision surgery on (B)(6) and remove the stem implant. (The implanted date was 2014)"

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.